Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed the cause was not fully determined. The titanium su lopro s4 blade was connected to a verathon test monitor and a test verathon smart cable and the image from the blade cut in and out while connected. A replacement device was sent to the customer.

Event description:
The customer reported that during a patient procedure, using a titanium su lopro s4, the image on the monitor was cutting in and out. A delay in the procedure of unknown duration occurred as a back-up titanium su mac s4 blade was obtained. No harm to patient or user was reported.